Manufacturer narrative:
Concomitant products were added.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The blood glucose was 30 mg/dl. The customer declined troubleshooting for low blood glucose. The customer also stated that the insulin pump had a power error. Troubleshooting was performed and noticed that they were unable to clear the alarm. The insulin pump will not be returned for analysis.